Event description:
The physician's assistant reported that the tip of the endoscopic vein harvesting bipolar device broke off during a procedure. The tip was retrieved. There was no report of pt injury.

Manufacturer narrative:
The physician's assistant reported that the tip of the endoscopic vein harvesting bipolar device broke off during a procedure. The tip was retrieved. There was no report of pt injury. No product was returned for eval. Without the product info, the mfg records could not be pulled for review. The cause for the broken jaw could not be determined. It is possible that the device was damaged during use. The instructions for use state "do not advance or torque the instrument with the jaws open or use the jaws for spread dissection. These actions will damage the instrument." A 100% visual inspection under magnification has been implemented in production to provide further assurance of jaw integrity. The protective cap for the jaw has also been improved.